Event description:
The patient contacted lifescan alleging that their one touch ultra meter was set to the incorrect units of measurement. The patient reported that this was the third time their meter had been set in mg/dl. On previous occasions, their pharmacist had corrected the meter setting for them. Three days ago their diabetic nurse advised them to take 2 extra units of insulin (novomix 30). Since that time, the meter returned to the correct units of measurement (mmol/l) and their am result on the day they contacted lifescan was 8.8 mmol/l (converts to 158 mg/dl). The customer care representative confirmed that meter had previously been set to the correct units of measurement. The patient had not changed the units of measurement in the meter settings. Based on the apparent spontaneous change in the meter units of measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a reportable medical device. The meter was replaced.